Manufacturer narrative:
Correction: upon review additional codes were applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot#: (B)(4), ubd: 17-aug-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot#: (B)(4), ubd: 16-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reports his device has been fussy for a year or two. The patient said it was difficult to use the programmer and could only turn the ins on/off with the recharger. The patient had been having a hard time synching when the antenna was attached. The patient stated its been about a year since feeling any stimulation. The patient stated he met with the doctor and wanted to replace the lead and the ins, the patient never had it done. The patient stated the doctor said there is probably too much scar tissue to replace the leads. The patient was having a hard time recharging and was sent a new paddle and it worked, for about a year. The recharger shows it can't find the device for about six months. The patient stated he was able to charge a little, but the ins only turned on for a little while. The patient mentioned he recently had a foot injury, got a bone infection, and had their foot amputated. The patient stated it would be great to get the ins turned back on to help with pain. The patient stated he would like to meet with a manufacturer representative (rep) to have the ins jumpstarted. The patient stated he is not happy with the doctor he is working with and does not have a managing doctor. The patient started taking alternative medication and the doctor got mad. No further complications were reported. No additional patient symptoms were reported.